Event description:
It was reported in a literature article that fifty patients with grades 1 or 2 degenerative spondylolisthesis underwent a single level tlif were randomly assigned either a unilateral or bilateral fixation. Three patients were reported to have cage migration (one patient required revision surgery due to nerve root irritation, the other two show no harmful symptoms and were conservatively observed).

Manufacturer narrative:
(B)(4). Neither device nor images were returned. Article titled ¿a prospective randomized controlled study comparing transforaminal lumbar interbody fusion techniques for degenerative spondylolisthesis: unilateral pedicle screw and 1 cage versus bilateral pedicle screws and two cages¿.